Event description:
A doctor reported that a memory lens iol implanted in a patient's left eye in 2000 was diagnosed as opacified in 2003. The patient had a pre-existing history of diabetes and has had some retinal laser for diabetes pre-operatively. Approximately, one year post-operatively, they developed ischemic retinopathy which progressed to neovascular glaucoma, uncontrolled and eventually, led to blindness. The patient's last exam was in 2003 with visual acuity reported as no light perception. Lens removal is not indicated due to severe coexisting disease. The doctor states that the patient's prognosis is poor with no prospect for recovery of vision and the he does not feel this is related to the iol opacification. The patient is scheduled for follow up in october 2003, no further information is available at this time.